Event description:
It was reported that during data export from the implantable cardiac monitor, communication was lost. Reinterrogation was not possible. A firmware download successfully restored the device to normal functionality.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.